Manufacturer narrative:
During the quality investigation, the customer's complaint could not be duplicated; the device did not exceed the maximum allowed temperature rise. Further investigation revealed a broken drive pin and rotor assembly. Heat damage to the mid speed motor was identified as the primary of the failure. The damaged parts were replaced and the device was repaired and returned to the customer.

Event description:
A stryker micro drill was sent in for repair due to overheating during testing. There was no pt involvement, no adverse consequence was reported.